Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the infusion device shuts down unexpectedly with no error warning beforehand and device is quite sensitive to movement. Patient stated the device starts up afterwards; partially without display content. Patient reported the battery is empty after two days. Patient stated she experienced elevated blood glucose levels on (B)(6) 2014; reason unknown and exact reading was not provided. Patient's normal blood glucose level was not provided. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.